Event description:
Mentor textured implants (B)(6) 2002, dry eyes two months later. Medical history of extreme dry eyes, balance issues, tinnitus, extreme low vitamin d, fractured bones, falls resulting in extreme sprains, rib pain, dry skin and hair, hair loss, cellulitis, and intracapsular ruptures of left and right implants. Dry eyes 2003 and continuous, went from 20/20 vision to wearing reading glasses 2003, early menopause 2010, joint pain 2006, positive sjogrens syndrome (autoimmune 2016), right foot sprain acute 2015 due to balance issues; acid reflux 2013, ongoing depression since 2006, dental issues including fractured teeth in 2015; hair loss and skin issues since 2006, broken right wrist (B)(6) 2016 due to balance issues, right breast swelling (B)(6) 2018 leading to dx of intracapsular ruptures left and right; removal of implants (B)(6) 2019.